Manufacturer narrative:
(B)(4). (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of returned instrument shows it exhibits signs of use (nicked or gouged) and is fractured on medial side of post, with not all pieces returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fractured provisional was received via the worn instrument return program. There was no patient involvement.